Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked. The following information was provided by the initial reporter: pt receiving nicardipine drip at 5mg/hr. Medication 40mg in 200ml. Bag completed in 3hrs 20min. Floor andtop of alaris IV pump wet.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked. The following information was provided by the initial reporter: pt receiving nicardipine drip at 5mg/hr. Medication 40mg in 200ml. Bag completed in 3hrs 20min. Floor and top of alaris IV pump wet.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown device manufacture date: unknown. The initial reporter also notified the FDA on 31-mar-2023. Medwatch report #mw5114490.